Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window. Unit received with cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 383 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.